Event description:
At the onset of a procedure, the unit would not come up to temperature. Usage of the device was discontinued. No patient injury or adverse event was reported.

Manufacturer narrative:
Evaluation summary: reported issue could not be confirmed. Unable to duplicate reported failure; root cause of failure could not be established. Unit serviced, tested, and quality-audited, undergoing full calibration along with functional and electrical testing.